Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection between the transmitter and smart device. Dexcom representative advised patient to close out all running background applications, reset the bluetooth, and re-pair the transmitter to the g5 application which was unsuccessful for the reported issue. Patient was later advised to troubleshoot the smart device again which resolved the reported issue. No additional patient or event information is available.